Event description:
It was reported that the patient's catheter was disconnected from the pump. The catheter had been disconnected for "a number of months" and was confirmed by a dye study. The patient was not using the pump anymore at the time the event was reported. The drug in the pump at the time of the event was not known. Additional information has been requested; a follow-u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).